Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer did not experienced symptoms of low blood glucose value the customer treated low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the auto mode was active at the time of incident. No further complications were reported. The customer will continue to use the device.